Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.this is report one of two for this event. Reference report 3003853072-2016-00144.

Event description:
During surgery, a final screwdriver broke during final tightening of the set screw and the broken piece was retrieved. Another screwdriver was used and the ratcheting mechanism of the ratcheting handle broke. The handle was replaced with another handle to complete the surgery. The counter torque handle was not used during the procedure. There was a delay of 30 minutes to the procedure, but there were no reports of patient harm.

Manufacturer narrative:
Corrected information in model #/lot #: lot number. Additional information in device manufacture date and evaluation codes. The driver was not available for return. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including the use of the torque limiting handle during final tightening. The torque limiting handle was not used during this event.